Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff contacted technical support and reported a potential issue detected on startup message. The staff had performed a hard power cycle on the system, but the error returned. They then reseated the fiber cables and swapped them to different positions on both the vision side cart (vsc) and surgeon side console (ssc). After restarting the system, the self-test was completed successfully, and the system did not show an error at that time. However, the staff expressed concerns and wanted the system checked. They mentioned having a spare blue fiber cable onsite but were not in a position to replace it at that time.

Manufacturer narrative:
Isi did receive the product involved with this complaint to perform failure analysis. The ccc board was analyzed and the reported problem was confirmed but not replicated. Analysis of system logs showed that the errors continued even after the vision side cart (vsc) ccc was replaced, indicating that another unit was responsible for the issue. Although the reported failure was confirmed, testing demonstrated that the error could be reproduced without the involvement of the vsc ccc. In system logs review, the errors 31089 and 170 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc board was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected with localhost:8050, all values were within expectation. Then ten power cycles were performed, the ccc left in the golden system to idle for over 200 hours with no issues found. The complaint was confirmed based on the field evaluation; however, the failure was not replicated by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from the ccc board. This issue can be resolved by replacing the ccc board or continue the procedure with a different vsc.

Event description:
Refer to h11 for follow-up information.